Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the lead was not able to be implanted because the patient's left ventricular side branch was very large and the lead did not fill the vessel with stability. The lead was not implanted and a larger lead was used. No patient complications have been reported as a result of this event.